Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device showed evidence of wear. Functionally, the radio frequency identification (rfid) log showed over 350 completed seals. The device's jaw opening and closing mechanism was functioning properly. The device was detected and activated multiple times on a saline-soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone. It was reported that in the middle of a thyroidectomy using the vessel sealing device, the handpiece was not coagulating properly, the device sealed but the tissue stuck as the jaws would not open, and the seal broke when the surgeon attempted to remove the jaws from the tissue. The reported issues could not be confirmed. The most likely cause could not be determined from the information a vailable. The evaluation detected an unreported condition of improper cleaning. Visual inspection noted eschar build up on the seal plate. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in the middle of a thyroidectomy using the vessel sealing device, the handpiece was not coagulating properly. Activation tone was heard. The device sealed but the tissue stuck as the jaws would not open, and the seal broke when the surgeon attempted to remove the jaws from the tissue. The surgeon was able to remove the tissue by gently pulling the device. Tissue bundle was approximately 2 millimeters (mm) and the tissue seal that broke was less than 7 mm. This resulted in minimal extension of surgical time. The surgeon successfully sealed two to three times before encountering the issue. The handpiece was cleaned irregularly. Knife blade did not extend nor protrude beyond the edge of the jaws. Another vessel sealing device was opened and used successfully. There was no additional medical or surgical intervention needed. There was minimal bleeding and blood transfusion was not necessary.

Event description:
It was reported that in the middle of a thyroidectomy procedure using the device, the handpiece was not coagulating properly. Activation tone was heard. The device sealed but the tissue stuck as the jaws would not open, and the seal broke when the surgeon attempted to remove the jaws from the tissue. They were able to removed the tissue by gently pulling the device. Tissue bundle was approximately 2mm and the tissue seal that broke was less than 7mm. This resulted in minimal extension of surgical time. The surgeon successfully sealed two to three times before encountering the issue. The handpiece was cleaned irregularly. The knife blade did not extend nor protrude beyond the edge of the jaws. Another device was opened and used successfully. There was no additional medical or surgical intervention needed. There was minimal bleeding and blood transfusion was not necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroidectomy procedure using the sealing device, the handpiece was not coagulating properly. Activation tone was heard. The device sealed but the tissue stuck on the jaws, and the seal broke when the surgeon attempted to remove the jaws from the tissue. This resulted in minimal extension of surgical time. The surgeon successfully sealed two to three times before encountering the issue. The handpiece was cleaned irregularly. Knife blade did not extend nor protrude beyond the edge of the jaws. Another device was opened and used successfully. There was no additional medical or surgical intervention needed. There was minimal bleeding and blood transfusion was not necessary.

Manufacturer narrative:
D10 concomitant product: vlls10gen, vlls10gen ls series vessel sealing gen (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.